Event description:
Related manufacturer reference number: 2017865-2023-18748. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the atrial (ra) lead. Device interrogation revealed under sensing on the pacemaker. No changes or interventions were performed. The patient condition was unknown.